Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: 1.0.3 h3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Reviewed the logs and observed the system connection status was not connected in one session completely and there were no errors related to the tools. From the second sessions the connection status was connected. Suspecting that this issue arises due to the system not being connected. Reviewed the archive and it has o-arm images and could not able to replicate this issue in house. H6: b01, c19 and d14 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the optical camera could not see the imaging system or any tool cards added to the software unless the site deleted the tool cards and re-added them then the camera is able to see them. There was no patient involvement. Additional information was received. It was reported that the imaging system's tracker was flickering in and out but after a minute, was able to have consistence communication with the tracker. All other instrumentation was visible and consistent.